Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, the issue button was missing. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: UDI and manufacturer date not available. E.1 initial reporter addr 1: (B)(6).

Manufacturer narrative:
Correction: h3 device evaluated by manufacturer.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, the issue button was missing. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, the issue button was missing. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used this incident, it was determined that the issue button was missing. A technical support specialist (tss) remotely accessed the system and advised the user to log in again. After re-logging, the user was able to issue the medication successfully. The tss also recommended logging out and back in if the issue reoccurs. The system functioned as intended after the technical support specialist troubleshot the device.